Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms: during the procedure. It was reported that during a left common carotid/left internal carotid artery bifurcation procedure, it seemed like the patient was having tia symptoms. The following day the symptoms persisted and it was thought to be a stroke. The neurologist examined the films of the procedure and saw no reason for the symptoms. No additional information available.

Manufacturer narrative:
The lot history record (lhr) for this product was not reviewed because the product was not returned to abbott vascular for analysis and the lot number was not reported. The rx accunet is being reported under manufacturer report number 3004742046-2007-00145.